Event description:
It was reported that during xia3 surgery, the nut of the crosslink couldn¿t be turn. The surgeon used other crosslink and finished the surgery.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the customer reported event of a xia 3 titanium multiaxial crosslink set screw jam was confirmed via a functional inspection as both set screws could not be removed from the threading of the cross connector. The set screw was attempted to removed from the cross connector, but the applied force caused the inner hex to strip. Furthermore, it is unknown what tool was used to perform the tightening and untightening. The use of a non-recommended tool could have contributed to the possible incorrect tightening of the set screws. The screw could not be removed, the exact cause of the jam could not be conclusively determined. Dimensional analysis has confirmed that the diameters of both set screws are within stryker specifications and review of the manufacturing records has confirmed that the cross connector were manufactured to stryker specifications. Conclusion: a likely cause of the screw jam is that the screw threads have been cross threaded with the connector threads. This along with possible excessive tightening torque could cause the threads to become compromised and fail, locking the set screws in place as they are now. However, this cannot be conclusively determined.

Event description:
It was reported that during xia3 surgery, the nut of the crosslink couldn't be turn. The surgeon used other crosslink and finished the surgery.